Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, scissoring occurred at the 1st firing. The same event occurred again though the trigger was grasped slowly. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.